Event description:
It was reported that when the doctor tried to demonstrate the alert tones in the device with 3 people in the room, none could hear them. But when tried with a stethoscope, the tones were faintly heard. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419478, implantable pacing lead, (B)(6) 2010; 383059, implantable pacing lead, (B)(6) 2010. (B)(4).